Event description:
Ems responded to patient down at public gas station. Upon arrival, CPR (cardiac pulmonary resuscitation) was initiated. The patient was placed on monitor which showed a shockable rhythm. However, when the ambulance crew attempted defibrillation, the crew was unable to shock the patient; the monitor displayed a message saying, "no pads connected" even though there were pads connected. The crew attempted to reconnect the pads, use other pads and reconnect the cable with no success. The patient was relocated to where another defibrillator was available. CPR continued throughout the event. The patient was not able to be revived. Given the patient's prolonged downtime, the device malfunction is not believed to have affected the clinical outcome. The monitor had passed a self test and had not shown any signs of malfunction prior to this event. Several attempts were made to troubleshoot the device. The machine was turned on and off. Cables were unplugged and reset. Pads were replaced. None of these attempts produced a different result.